Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that one bd insyte¿ vialon-e IV catheter had a crack on the hub, and another had foreign matter on it. The following information was provided by the initial reporter, translated from japanese to english: "before catheter placement for a patient, the hcp found a crack on the pink-colored catheter hub. The hcp then unpacked another product and found a fm on the catheter."

Event description:
It was reported that one bd insyte¿ vialon-e IV catheter had a crack on the hub, and another had foreign matter on it. The following information was provided by the initial reporter, translated from japanese to english: "before catheter placement for a patient, the hcp found a crack on the pink-colored catheter hub. The hcp then unpacked another product and found a fm on the catheter."

Manufacturer narrative:
H6: investigation summary: nine photos and two actual samples were received by our quality team for evaluation. From the returned photos, a v-cut on the cannula and fiber-like foreign matter can be observed. From the returned sample, a v-cut was observed on the first sample and no foreign matter was observed on either sample. A device history record could not be evaluated as the lot number is unknown. The v-cut could have been caused by the needle piercing through the catheter during production manipulation. However, as the samples were returned in open packaging, the actual root cause could not be established.